Event description:
It was reported that the field representative called for review of an untreated episode for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) reviewed the data and found there was oversensing due to a change in morphology in which amplitudes were observed to be low with a wide complex. It was noted that the patient does have a concomitant pacer. Ts discussed troubleshooting options. The field representative did troubleshoot and the oversensing was able to be re-produced in secondary with right ventricular (rv) pacing. The vector switched to primary and no oversensing was seen. Automatic setup was performed, and primary was also selected. The plan is to continue to monitor. The electrode remains in service. No adverse patient effects were reported. Additional information was received indicating that a stored treated episode occurred in which the patient received one inappropriate shock due to double counting. The patient was evaluated in the clinic, and troubleshooting was performed, however, the double counting could not be reproduced. The device was subsequently programmed to the secondary sensing vector. During evaluation, there were observations of undersensing of premature ventricular contractions (pvcs) and baseline morphology changes suggestive of possible functional undersensing. The patient was admitted to the hospital for observation. Technical services (ts) reviewed and provided programming recommendations. At this time, the electrode remains in service. No additional adverse patient effects were reported.